Manufacturer narrative:
Batch review performed on 19 june 2018. Lot 177246: 110 items manufactured and released on 01 march 2018. Expiration date:2023-02-04 no anomalies found related to the problem. To date, 67 items of the same lot have been already sold without any similar reported event. Other device involved mectacer biolox delta ceramic ball head 12/14 ø 32 size s -4 reference (B)(4), lot 178990: 93 items manufactured and released on 05 december 2017. Expiration date: 2022-11-21. No anomalies found related to the problem. To date, 86 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain 7 months after primary. The cause is unknown. The surgeon revised the head and liner. The surgery was completed successfully.